Event description:
Per the clinic, a hematoma developed around the implanted magnet, post-operatively. On (B)(6), 2012, the patient underwent a surgical procedure to drain the hematoma. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.